Manufacturer narrative:
The technician removed, disassembled, cleaned, reassembled, and reinstalled the hi/low drive to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the bed had hi/low drift. No injury reported.